Event description:
It was reported that one day post implant, the right ventricular lead was noted to have an elevated threshold. A chest x-ray determined that lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).